Event description:
Hill-rom has received an allegation indicating that pt had a pinched nerve. The pt reported to hill-rom that one of her doctor's recommended continued use of the vest, while another believed that vest may have caused the injury. No malfunction of the unit was alleged. The pt was contacted to request pick-up of the device in order to evaluate the unit to ensure proper functionality.